Event description:
This l v lead was implanted on (B)(6) 2011. A call to technical services on (B)(6) 2011 states that the lv threshold is 0.9v at 1.8 or 2 ms in current configuration of lv tip to can. Intermittent and positional diaphragmatic stim. Caller states patient states the diaphragmatic stim was occasional, but " tolerable" with previous device at other setting (caller unsure of previously programmed vector) vs current programming with "newer" device at lv tip to can. Caller concerned as patient is pacemaker dependent. Technical services explained when reprogramming vector, will still have rv pacing. Stayed on phone with caller while she tested all configurations. Using pulse width at 2.0ms, tested each vector. First 4, lost capture close to where stimulation stopped. Lv tip to ring had the best numbers with threshold of 1.3v and patient lost stimulation at 3volts. Plans to program this vector permanently. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).